Event description:
The manufacturer was contacted in reference to a thermal complaint on a CPAP device. The manufacturer received information alleging a burning smell coming from the device. The patient alleges cough. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
UDI number and manufacture date has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to a thermal complaint on a CPAP device. The manufacturer received information alleging a burning smell coming from the device and he coughs a lot every time he used the device. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified by the patient. The device was returned to the third-party service center for evaluation. The device was evaluated. The device was found contaminated at the blower and blower box had to be replaced.